Event description:
Complaint is reported as: body of PICC line fractured when used for pressure contrast injection in radiology. CT contrast was administered at 5ml/sec. It was reported the pink lumen was aspirated and flushed with 10ml of normal saline prior to CT of abdomen/pelvis. Shortly after injection of contrast commenced, the patient notified staff of line leaking and "feeling wet", simultaneously high pressure noted on control display unit. On examination, PICC line noted to be split approximately 6mm tear distal to hub. There was no harm to the patient. The scan was postponed until the following day. A new PICC line was placed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC catheter for an analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the catheter body contained a large hole directly adjacent to the juncture hub. Microscopic examination revealed that the edges of the damage were smooth and uniform. Microscopic examination of the catheter markings directly adjacent to the hole also appeared to be slightly stretched. This stretching likely caused the catheter wall to become thin, which contributed to the rupture. The hole/rupture on the catheter body measured 1mm-7mm from the juncture hub. The catheter body from the juncture hub to the distal tip measured 20 1/4" which is not within the specification limits of 19 1/2"-20" per the catheter graphic; however, the elongation of the catheter body around the damage likely caused or contributed to this discrepancy. The catheter body outer diameter at the location of the hole measured .056" which is not within the specification limits of .066"-.071" per the catheter extrusion graphic. This further confirms that the catheter body was stretched at the area around the hole. The catheter body outer diameter in areas not affected by the stretching measured .0695" which is within the specification limits of .0660"-.0710" per the catheter extrusion graphic. A lab inventory syringe filled with water was attached to both extension lines and flushed. When the distal extension line was flushed, water was observed leaking out of the hole in the catheter body. No defects or anomalies were observed when flushing the proximal extension line. Performed per IFU statement "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place". A manual tug test confirmed that the catheter body was secure within the juncture hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states the following: "only utilize catheters indicated for high pressure injection applications for such applications. Utilizing catheters not indicated for high pressure applications can result in inter-lumen crossover or rupture with potential for injury." "Ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce the risk of intraluminal leakage or catheter rupture." "Ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure and/or patient complications." "Use only lumen(s) labeled "pressure injectable" for pressure injection to reduce the risk of catheter failure and/or patient complications." "Do not exceed ten (10) injections or the maximum pressure of 300 psi on power injector equipment to reduce the risk of catheter failure and/or tip displacement." "Open catheter clamp prior to infusion through lumen to reduce the risk of damage to extension line from excessive pressure." The report of a catheter body ruptured in use was confirmed through complaint investigation. Visual analysis revealed that the catheter body contained a hole/rupture directly adjacent to the juncture hub. It was also observed through visual and dimensional analysis that the catheter body was stretched directly adjacent to the hole/rupture. This resulted in the catheter body length and the outer diameter (at location of hole) to measure out of specification. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section b.3.-date of event updated to (B)(4)2021

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Complaint is reported as: body of PICC line fractured when used for pressure contrast injection in radiology. CT contrast was administered at 5ml/sec. It was reported the pink lumen was aspirated and flushed with 10ml of normal saline prior to CT of abdomen/pelvis. Shortly after injection of contrast commenced, the patient notified staff of line leaking and "feeling wet", simultaneously high pressure noted on control display unit. On examination, PICC line noted to be split approximately 6mm tear distal to hub. There was no harm to the patient. The scan was postponed until the following day. A new PICC line was placed.